Manufacturer narrative:
Section h8: correction. Manufacturer's investigation conclusion: a specific cause for the reported patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined. It was reported through the patient outcome that the patient expired on (B)(6) 2020 from brain death. No additional information was provided. No autopsy was performed. The device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b2 (date of death): correction. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to brain death. No additional information was provided. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.